Event description:
It was reported by the affiliate that the (1) atw35 was used during an unknown procedure. It was reported that the atw35 did not form cut and did not staple. The case was completed with another instrument. There was no consequence to the patient.